Manufacturer narrative:
Unit passed displacement test and selftest. Hardware low level failures (variable 9) was confirmed in the pump history due to corroded electronic assemblies. Unit received with corroded motor home switch, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and faded serial number label. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump error alarm. Customer stated insulin pump was able to clear the alarm also able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.